Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. However, a photo of the suspect medical device was provided. An evaluation using the image was completed. Upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Reason for device explant and/or reoperation: breast pain, anisomastia, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 39-year-old caucasian female patient underwent a primary breast augmentation surgery with implantation of a 425cc mentor memorygel breast implant prosthesis. Post-operatively, the patient experienced bilateral ptosis of her breasts and left breast pain. As a result, the patient underwent bilateral removal without replacements on (B)(6) 2023. However, during the surgery a ruptured left breast implant was discovered. There were no reported procedural delays or patient consequences due to the rupture. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2023-04054 for the contralateral event.

Manufacturer narrative:
On april 18, 2023, the mentor analysis lab received the suspect medical device for evaluation. On april 21, 2023, mentor became aware that information was inadvertently omitted from the initial report. As the patient had bilateral breast ptosis, deformity/ disfigurement should have been added to the coding. On april 24, 2023, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection, microscopic examination, and thickness measurement of the device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured and received in two parts. A microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if the pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4) in the initial, h6 health effect - clinical code should have had deformity/ disfigurement (2308) as the patient was diagnosed with bilateral breast ptosis.